Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via data transmission with episodes of non-sustained oversensing on the implantable cardioverter defibrillator. After review of the episodes, it was suspected that the device exhibited myopotential oversensing. On (B)(6) 2019, the asymptomatic patient was brought in clinic for recommended testing and reprogramming. It was recommended that the patient perform deep breathing and coughing exercises. The oversensing was reproducible during the in clinic test. The device was then reprogrammed and the patient was scheduled for continued follow up.